Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the retrograde approach. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt of the posterior tibial artery (pta). A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation however upon the first inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.